Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance

Event description:
It was reported that an ilet touchscreen cracked after the user was bumped by another child at school, rendering the screen unresponsive and preventing slide-to-unlock and normal operation; a replacement device was provided, and the user later required assistance pairing the new ilet with the ilet mobile app and confirming libre 3+ sensor scanning. Symptoms included no injury. Outcomes included no effect on blood glucose and no medical intervention or hospitalization. Customer care provided support that included device replacement with instructions for data syncing and return. Investigation of this case revealed mechanical damage to the touchscreen consistent with external impact, with no evidence of device malfunction prior to the event. It was concluded that the event resulted from accidental physical damage and was not related to a manufacturing or design defect.